Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) due to oversensing noisy signals on the right ventricular (rv) lead. It was also noted that the pacing lead impedances were noted to be jumpy and high out of range on the rv lead. This crt-d and rv lead remain in service. No adverse patient effects were reported.